Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status ok. The device was implanted for 31 months. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
The device went to eri about 45 minutes after the rv lead was capped and replacement due to noise and high outputs. The next day the physician implanted a new pacemaker and system on the right side and removed the capped rv lead, the ra lead and this pacemaker. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.